Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Explanting physician reported right side capsular contracture, baker grade iii and cyst diagnosed by ultrasound. Later reported "breast capsulectomies with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs¿ via pathology report. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: local reaction: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure opening crease wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and cyst diagnosed by ultrasound. Later reported "breast capsulectomies with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs¿ via pathology report. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and cyst (not device related) diagnosed via ultrasound. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and cyst diagnosed by ultrasound. Later reported "breast capsulectomies with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs¿ via pathology report. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6 device photo evaluation: visual analysis of the photographs identified: ¿ local reaction: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 h11 lab (anxiety removed.) Laboratory analysis summary: the device related to the reported event local reaction / cyst(s) / capsular contracture was received on feb 13, 2025, with lot number 111665. Based on the product analysis performed, the assessments of the complaint codes are: local reaction: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure opening crease wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and cyst (not device related) diagnosed via ultrasound. Explanting physician further reported right side baker grade iii. Later reported "breast capsulectomies with synovial metaplasia, transmural fibrosis, and non-specific chronic inflammatory signs¿ via pathology report. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and cyst (not device related) diagnosed via ultrasound. The device remains implanted.